Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was leaking and having insufflation issues. The surgeon used the device to complete the procedure but was frustrated. There was no patient consequence reported.